Event description:
Note: this report pertains to first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure performed on (B)(6) 2024. During the procedure, the bands did not deploy. Also, it was noticed that it seemed like there was an extra loop of suture wrapped around the bands or they were not connected properly to the suture. A second speedband superview super 7 was used; however, the same problems happened. A third unit was used which was a non-boston scientific product, and it worked, and completed the procedure. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0406 captures the reportable event of suture have multiple knots. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the device returned with the ligator housing with six bands still attached to it, the ligator housing teeth were found bent. The handle had evidence that the trip wire was secured. Additionally, the suture was inspected, and the suture was found that it had the seven knots. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed but the reported event of multiple knots in the suture cannot be confirmed. Upon analysis, it was found that the ligator housing had six bands still attached to it, the ligator housing teeth were bent; however, the suture still had the original seven knots. The reported problem of bands unable to deploy might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands unable to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
Note: this report pertains to first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure performed on (B)(6) 2024. During the procedure, the bands did not deploy. Also, it was noticed that it seemed like there was an extra loop of suture wrapped around the bands or they were not connected properly to the suture. A second speedband superview super 7 was used; however, the same problems happened. A third unit was used which was a non-boston scientific product, and it worked, and completed the procedure. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0406 captures the reportable event of suture have multiple knots.